Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy, the tip of the device broke off. The part was removed from the patient's cavity. X-ray was used to confirm that the part did not remain in the patient's body. Opened new device and used to complete the case with no complications.